Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Lockout fired through additional information: (B)(6).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all the trocars were excessively leaking and air was pouring out the top of the trocars while devices were in the trocars. The surgery was prolonged by approximately ten minutes. Two insufflations machines were used to maintain the pressure. Other trocars were used to complete the procedure however they were leaking as well. No adverse consequences reported.